Event description:
It was reported that the tip/jaw of the instrument was broken during use. No pt complications were reported.

Manufacturer narrative:
(B)(4). The inferior jaw is broken off at the fixed jaw upbiting angular intersection point forward. The broken off portion of the shaft is missing and not returned for analysis. Optical examination of fracture surface discovered a quasi-brittle fracture, with no indication of fatigue. The location, direction, and amount of force required in order to induce fracture of the shaft is consistent with application of excessive force. A review of the device history records did not identify any applicable nonconformance to specification.